Event description:
It was reported that a forced gauged error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Force sensor test error: unable to download the ehl due pharmguard toolbox problem. Unable to duplicate the force sensor test error at power up, all the reading of force sensor within the required spec. Customer manipulated the pump during it self-test, by entering the biomed code 2580 customer was able to clear the alarm. Therefore, the issue was occurring because of user error. Performed pm maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# ((B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) force sensor test error. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue of force sensor test error was caused by the customer's manipulation of the pump during its self-test.

Event description:
Additional information was provided that further information is unknown.

Event description:
Additional information was provided that further information is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) force sensor test error. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue of force sensor test error was caused by the customer's manipulation of the pump during its self-test.